Event description:
It was reported that the patient presented for a generator changes procedure. Upon interrogation, it was noted that the pacemaker, right atrial (ra) lead and right ventricular (rv) lead exhibited low pacing impedance. The pacemaker was explanted. The ra and rv leads was still implanted. The patient was in stable condition throughout the procedure.